Manufacturer narrative:
The reason for this revision surgery was to remedy a loose humeral stem after 3.4 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number: two due to infection, one due to pain, one for trauma, and one due to stability/poor joint issues. This is the first complaint for this lot number. The root cause for the loose humeral stem was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in a loose stem such as: loose patient anatomy, disease/bone degradation, and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt was in pain. The surgeon discovered through x-rays that the humeral component was loose, therefore, revised the pt to a long stem.